Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield was activated and caused the needle to break off the collection set one (1) time. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield was activated and caused the needle to break off the collection set one (1) time. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary, bd received 18 samples for investigation. The samples were subjected to visual and functional testing to evaluate the reported locking mechanism and potential hub/collar separation. All samples passed testing, as no evidence of device damage, needle breakage, or separation was observed during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.